Event description:
It was reported via repair work order that the plug sparked when plugged in due to power cord prongs were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.